Event description:
Customer tested blood glucose on suspect device at 8am, blood glucose = 96 mg/dl. Customer ate and took 32 units of novolin and 3 units of "novalog." Customer passed out about 10 am. Family member found pt and called paramedics. The paramedics gave pt glucose. They retested blood glucose on suspect device at 2pm and was 175 mg/dl. No controls were being run.